Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed based on review of the archive data and during functional testing. The root cause for the reported complaint was due to a communication error. The reported complaint of "small cracks were observed on the top cover of the platform" was confirmed during visual inspection. The root cause for the observed physical damage was most likely due to normal wear and tear. The autopulse platform was manufactured in december 2012, and it is over 7 years old and has exceeded its expected service life of 5 years. Visual inspection of the returned platform revealed small cracks on the top cover; thus, confirming the reported complaint. The top cover was replaced to remedy the damage. The archive data review showed occurrence of system error ua132 (internal watchdog timeout) on the customer reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The platform was connected to the autopulse vision software to clear the system error ua132. Following service, including deburring of the clutch plate, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4) displayed "system error, out of service, revert to manual CPR" error message. Also, small cracks were observed on the top cover of the platform. It is unknown whether the error occurred during shift check or patient use. No consequences or impact to patient.